Event description:
Additional information was received from the field representative, and it was reported that the device had been reprogrammed to aai for the last several weeks due to the rv lead issue. During that time, the patient had some minor complaints of lightheadedness. Therefore, surgical intervention was performed and this rv lead was surgically abandoned and a new lead was successfully implanted. The generator remains in-service. No additional adverse patient effects were reported.

Event description:
--

Event description:
Boston scientific received information that over the last couple months, this right ventricular (rv) lead has exhibited increasing pacing impedances and recently an out of range impedance >2500 ohms was measured and resulted in a lead safety switch being noted. The patient is not dependent and rv paces 15% of the time. Testing in unipolar configuration also yielded out of range pacing impedances >2500 ohms and no capture. The field representative was going to review the data with the patient's physician. At this time, the lead remains implanted and there have been no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.